Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable was determined to be the transmitter and app were unable to restore a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability:device available for evaluation-additional . Device availability:returned to manufacturer-additional. Device availability:date returned to manufacturer. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log confirmed the reported event of loss of connection. A probable was determined to be the transmitter and app were unable to restore a connection. No additional patient or event information is available.